Manufacturer narrative:
A4) patient weight - not available from facility. H3) the bridge device was returned to the manufacturer for evaluation. Visual inspection confirmed a tear in the balloon. The balloon burst circumstantially and lengthwise, displaying a uniform tear pattern without signs of external puncture or scratches. H6) based on the complaint details and evaluation, the probable cause for the balloon rupture may be due to patient anatomy (calcium in the vessel); however, the cause could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a right atrial (ra) lead due to cied system/pocket infection. Prior to the procedure, a spectranetics bridge occluding balloon was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred. The bridge was placed on the guide wire and advanced to the svc. The balloon was inflated using a 60 cc syringe filled with contrast mixture. During deflation, blood was noticed in the syringe, so it was removed from the patient. Upon removal, a hole was noted near the base of the balloon; physician suspected it may have been torn by the calcium in the vessel. A new bridge device was staged, and the procedure was completed successfully with no reported patient harm. This report captures the bridge occlusion balloon (rescue balloon) that ruptured during staging, potential for harm with recurrence.